Event description:
It was reported that that the screen turned off during use without alarm. The ventilation unit was still functional. No harm to the patient occurred.

Manufacturer narrative:
The affected device was tested by dräger service, and the log file was secured for analysis. The log files showed that on the date of event between 6:12 am - 12:04 pm the device performed in the mode o2-therapy. Starting at 11:55 am, several attempts were made to switch off the device during operation using the power button. The patient was removed from the device at 12:04. During the reported time of event, it is visible that the user switched the device from operation into standby and then switched it off. The device analysis found that the display of the cockpit unit was going blank. A new display was installed to solve the issue. Afterwards, the device passed a full functional test without deviation. An ongoing therapy is not affected by a faulty display and is continued with unchanged settings. Monitoring functions and the user interface of the cockpit may be impaired. Safety-relevant parameters such as fio2, minute volume, or airway pressure as well as an indicator for the ongoing therapy are displayed in the secondary oled display of the ventilator located on the ventilation unit. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.